Event description:
It was reported that the patient experienced palpitations. An electrocardiogram revealed that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.